Event description:
It was reported that approximately two months post port device implant procedure in right internal jugular vein, the catheter allegedly leaked. It was further reported that the catheter was allegedly separated from the port body upon x-ray examination. Reportedly, the catheter allegedly migrated into the pulmonary artery. The port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bardport MRI hard-base implantable port, one cath-lock, and one groshong catheter were received for evaluation. Visual, microscopic, tactile, dimensional and functional evaluations were performed. The catheter and catheter lock were noted to be detached from the port body. Abnormal elasticity and kinks were noted throughout the catheter. The port stem was bent and the catheter lock manifested tool damage. The catheter lock did not show any anomalies under microscopic observation and the inner diameter measured within specification. A radiograph was also returned, which showed the catheter in the pulmonary artery. Given this information, the investigation is confirmed for the reported migration, disconnection, and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 10/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that approximately two months post port device implant procedure in right internal jugular vein, the catheter allegedly leaked. It was further reported that the catheter was allegedly separated from the port body upon x-ray examination. Reportedly, the catheter allegedly migrated into the pulmonary artery. The port was removed. The current status of the patient was unknown.